Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the hospitals materials management substituted the 1 ml syringes and they forgot to check the compatibility list and noted that there was an incident. The customer noted that the syringe was not on the compatibility list. There was patient involvement, but the impact is unknown. Although requested, further information was not provided. There was an implied request to have the 1ml monoject syringes be compatible with alaris systems.